Event description:
It was reported that noise was observed on a non-sustained ventricular fibrillation episode. During the revision, it was noticed that rv coil pin was not plugged into the header of the device. It is believed that it may not have been connected all the way and had disconnected during the process of opening the pocket. Lead was capped and replaced. Patient had no problems during or after the procedure.